Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unknown procedure the screw broke. The broken fragments did not fall into the patient. The broken screw was exchanged and a new screw was used to complete the surgery. There was no surgical delay or patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Implant and explant dates: device broke intra-operatively and was not implanted or explanted. Product investigation summary: the screw head of a broken cranial-screw plusdrive 1.6 self-drill l4 was received for investigation. The complete length of the threaded shaft broke off and is missing. The remaining head does not show damage or wear. The complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The fracture surface is homogenous, which indicates material conformity. The device history review shows that the implant fully met specifications at the time of manufacturer and distribution. There were no issues that would contribute to this complaint condition. The low profile neuro¿s instructions for use are attached to every product sold and contains the following warning note: these devices can break during use when subjected to excessive forces or if used outside of the recommended surgical technique. While the surgeon must make the final decision on removal of the broken part, based on associated risk in doing so, it is recommended that whenever possible, broken parts be removed. The exact root cause of this event cannot be determined. Based on the condition of the product, and the available information, a manufacturing cause can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.